Event description:
Customer was to transport a pt, from one hosp to another. Prior to leaving the hosp, pt complained of chest pain. Device was connected to pt and displayed fault condition. A hosp unit was used to shock the pt. Pt expired. Reported malfunction was duplicated by svc rep.